Manufacturer narrative:
Occupation is lay user/patient. The customer's meter and test strips (2 vials) were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.5 - 3.9 inr): lot # 417470-21 vial# 00104076 (vial 1 has 1 strip returned). Qc 1: 3.1 inr. Lot # 417470-21 vial# 00104934 (vial 2 has 3 strips returned). Qc 1: 3.1 inr, qc 2: 3.0 inr, qc 3: 3.0 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin based laboratory method is compared to other laboratory methods." Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a discrepant inr result with coaguchek xs meter serial number (B)(4) when compared to a laboratory result using the stago neoplastin reagent. The meter result was 3.0 inr and within 30 minutes the laboratory result was 2.3 inr. The patient was advised to increase their warfarin dose based on the laboratory result as the doctor believed it to be correct. The patient's therapeutic range is 2.5-3.5 inr and tests every 30 days unless out of range. The patient's current condition is stable.